Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional patient information requested three times but not yet received as of 19sep2018: ¿request a cc form please, and also confirm any additional procedures to address migrated stent or if there was early retrieval and how the stent was retrieved please. Also can you confirm that the stent is not being returned, it has not arrived at cirl. What was the underlying condition and if they can confirm the stent length and french size please?¿ lab evaluation: as of 19sep2018 the st-2 soehendra tannenbaum biliary stent device of unknown rpn and lot number was not returned to cirl for evaluation, therefore a limited documentation based investigation was completed. If the device is returned to cirl the complaint file will be updated with the lab evaluation findings. The customer complaint is confirmed based on the customer testimony. It can be noted that st-2 soehendra tannenbaum biliary stent devices contain a gentle contour to enable proper positioning in the bile duct, and the stent contains flaps at either end which create anchor points within the anatomy to prevent migration. Documents review: a review of the manufacturing records for the st-2 soehendra tannenbaum biliary stent device of unknown rpn could not be performed as the lot number was not provided. Upon review of complaints this failure mode has not occurred previously with the st-2 soehendra tannenbaum biliary stent product family. IFU review: it may be noted that according to the instructions for use, ifu0045-6 potential complications with biliary stent placements include stent migration. It should also be noted that according to the instructions for use precautions section the user is advised that "the longer flaps of the st-2 soehendra tannenbaum biliary stent should be positioned in the duct while the shorter flaps remain in the duodenum. The user is also instructed (as per step 1. Instructions for user I. For non-pigtail stents) to "gently ensure full extension of all side flaps*. " and as per step 6ii for non-pigtail stents the user is instructed that "after confirming stent position, gently remove wireguide, then guiding catheter* from endoscope while maintaining position of stent with pushing catheter." Fqc review: a review of the device history record (DHR) could not be completed because the lot number was not provided. Prior to distribution, all ttso devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. Root cause: a possible root cause for the customer complaint could be attributed to the pushing catheter not being used to hold the stent in place while the guiding catheter and wire guide were being removed, this may have caused the stent to migrate up the body (proximally) after placement. Another possible root cause could be attributed to an incorrect stent size being selected, if the stent size was too long or too short for the anatomy the flaps may not have flared and anchored the stent properly and allowed minimal migration within the anatomy, it is also possible that the anti migration features were damaged during use, however given the minimal information provided there is no evidence to suggest this is the case, another possible root cause could be attributed to the flaps not being flared fully before use or the pushing catheter not being used to hold the stent in place while other possible root causes are; anatomical conditions or stent expiration date exceeded before use. In this event the stent migrated up the body (proximally). It should be noted that the ttso device involved in this complaint contains anti-migration features (flaps), however if an incorrect stent size was selected (either too short or too long for the stricture) this could lead to migration, alternatively, if there was an incorrect placement of the stent across the stricture this could also lead to stent migration or an incorrect introducer system removal technique. However, as there is very limited information available a definitive root cause for the customer complaint could not be determined. The complaint is confirmed on customer testimony. Summary: complaints of this nature will continue to be monitored for potential emerging trends. The complaint is confirmed on customer testimony.

Event description:
This file is being reported under the FDA MDR malfunction precedence "stent migrates" the stent was implanted on (B)(6) a scan showed it glides up in the patient. Unfortunately (B)(6) didn't have the size nor the lot number, only that it was a tannenbaum stent.